Event description:
Report received of an overdelivery. The pump was programmed to deliver hydromorphone 0.2mg/ml in the pca+continuous mode, a pca dose of 0.2mg, a continuous rate of 1mg/hr, a 10 minute pt lockout, and a 3.2mg 4 hour limit. It was reported that after the pump alarmed for an empty syringe sooner than expected, the nurse noted, "the pt received the entire syringe of narcotic in 2 hours." It was reported that the pt "was a bit sleepy but their vital signs were stable.. The pt was treated with an unspecified dose of narcan and was reported to "recover." The pump was removed from clinical service. Therapy was resumed after being held for 2 hours, using an unspecified oral narcotic. There were no reported adverse pt sequelae. Though requested, no additional info was provided.